Event description:
The facility returned the device for service with the report of "channel b having a 20% low rate." The event occurred during biomed testing. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury has been reported.